Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Device related data quality updates only. D1 - brand name: previous brand name: servo-u; corrected brand name: base unit servo-u. D4 - version or model # previous version or model #: servo-u; corrected version or model #: 6694800.

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description, provided photos and service report. Based on information provided, condensed water was found in air gas module. Based on technician statement, the water entered air gas module due to malfunctioning compressor. The air gas module has been replaced to resolve the issue. The issue has been resolved and the device was delivered to the user in working condition. The cause of the problem was related to malfunctioning compressor, however root cause to the reported issue has not been determined. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
It was reported that the ventilator failed internal leakage test failed during pre-use check and the gas module was contaminated with liquid.there was no patient involvement.manufacturer's ref.#: (B)(4).